Manufacturer narrative:
The device has not yet been returned for analysis. The evaluation of the device is pending. Once the investigation is completed, a supplemental report will be submitted. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the patient may have had an allergic reaction, characterized by a rash and redness around the mouth. The patient had irritation at the gingiva, tongue, cheek mucosa, and lips. They also reported erythema, inflammation, and burning sensation. During this time, the patient treated areas of the lip with hydrocortisone, and it alleviated sxs once the medication was stopped. However, sxs returned. The reaction went away when they switched back to the original night guard. The patient has been using an astron clear splint without any issues, so they went back to that product. The patient's oral hygiene is excellent. The device was delivered to the patient on (B)(6) 2025. The incident occurred on (B)(6) 2025. The patient reported the issue on (B)(6) 2026 and stopped using the device on (B)(6) 2026. The symptoms resolved after discontinuation of use of the device and cleared up over 5 days. No permanent injuries were reported. The patient cleaned and stored the device as per the device's instructions for use.